Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving fentanyl 500 mcg for a total dose of 99.92952 mcg/day and bupivacaine 5 mg for a total dose of 0.9993 mg/day. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain and other c. It was indicated that on (B)(6) 2020 the patient reported positional headache post pump and catheter implant. The patient vomited in exam room. A blood patch was performed on (B)(6) 2020. The patient had an improvement of their headache described as 3/10 pain level. The device diagnosis was indicated as not applicable. The clinical diagnosis was positional headache due to lumbar puncture post implant. Regarding outcome, the event was resolved without sequelae as of (B)(6) 2020. Regarding etiology, the relationship of the event to the device or therapy was possibly related and the relationship of the event to the implant procedure was related. Patient weight was not measured at baseline. No further patient complications have been reported as a result of this event.